Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
After successfully snaring the snareable insert tip of the surepass contralateral limb wire of a bifurcate device the physician removed both the surepass contralateral limb wire and the contralateral 9fr sheath. At that point, the physician noted at some point in the procedure an intimal flap had been created in the femoral artery. The physician used an abbott absolute stent graft to repair the intimal flap. The procedure was completed without further complications.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Cause of vessel damage is unknown. Vessel damage is a known risk of the procedure. No conclusion can be drawn.